Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the ER and was admitted to the hospital for a few days due to high ketone levels. Customer stated ketone level was at "8". Customer declined to provide additional information and further troubleshooting with tandem technical support.